Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrections added to fields: d4, g2, h5, and h6 (medical device problem code, a180301 failure to clean adequately was inadvertently selected on the initial emdr). Additional information added to fields: d8, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage from the forceps channel was confirmed, it is conceivable that water ingress or moisture inside the scope may have damaged the imaging unit or circuit board, thereby affecting image output. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited error 226 presenting. There were no reports of patient harm.